Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "cuff leakage prior to use" was confirmed based upon the sample received. An actual sample was returned for investigation. The bronchial tube was inflated using endotest for both the clear and blue cuff. The tracheal clear cuff was able to maintain its pressure at 25mbar. However, the blue cuff was unable to maintain 25 mbar pressure. Further verification on cuff was performed and a small cut mark was observed under the magnifying camera on the blue cuff. The defect may not have happened during manufacturing as the product undergoes 100% water leak test and visual inspection. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.